Event description:
I used renu with moistureloc from 02/07/2006 to approx 04/08/2006. I was in severe pain, had blurred vision. During this time sores in eyes, redness, itching burning and draining. I was diagnosed with a fungal infection. My left eye's vision is getting worse. Right now it is +600 (my right eye is +400. I am going to another specialist for continued care.